Manufacturer narrative:
Internal complaint reference: (B)(4). Yang xiqun, zhu meihua. (2006). Surgical complications and nursing care of patients with sleep apnea syndrome treated by radiofrequency ablation. Clinical education of general practice may, vol. 4, may 2006, issue 3 clinical education of general practice may. 2006, vol.4,no.3, pp. 1-2.

Event description:
It was reported that on the literature review "surgical complications and nursing care of patients with sleep apnea syndrome treated by radiofrequency ablation", 28 patients had mild intraoperative hypoxemia during a radiofrequency ablation procedure using a coblator surgery system and a reflex45 and reflex55 coblation wands. The events were treated with sedatives, analgesics and high-flow oxygen, and those with poor effect have restored to basic level after using antihypertensive drugs. The patients' outcomes are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant clinical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.